Manufacturer narrative:
The investigation for the introducer damage has been completed. The product was not returned for investigation, and a data log review was not required for this case. According to the clinical report, the hub on the 14 french introducer was found to be split and a leak was reported from the valve. The cause of the access site bleeding issue was damaged introducer valve, based on given clinical details. Introducer damage could not be verified without a returned product or provided clinical image. G.1 revised reporting contact fax number in accordance with updated procedures since initial manufacturer device report 1220648-2024-18747 was submitted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a 14 french sheath placed via the femoral with single access for a high risk percutaneous coronary intervention. The sheath had a malfunction at the hub that lead to leaking. The team removed and replaced the leaking sheath. The patient survived the event.